Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email a high reading issue with the adc device. The customer was contacted via phone and reported unspecified symptoms of hypoglycemia, but obtained high sensor reading of 17.6 mmol/l. The customer obtained a capillary result of 2.9 mmol/l but was unable to self-treat due to symptoms. A family member treated customer with candy, then customer was able to self-treat further. There was no report of death or permanent injury associated with this event.